Event description:
It was reported that thrombosis and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and the physician checked the release criteria. At this time, a thrombus was noted on the tip of the wds. The release criteria were quickly confirmed, and the closure device was successfully implanted in the laa of the patient. The wds was removed but a thrombus was noted to be attached to the closure device. Before the procedure was ended, imaging showed a pericardial effusion present. No treatment or intervention was reported to have been performed for the effusion or the thrombus. The patient was going to be monitored in the hospital over 24 hours. There were no other complications that were reported to have occurred.